Manufacturer narrative:
Arjo was informed about two events involving non-arjo passive floor lift, manufactured by joy in care and arjo passive clip sling. Both events were reported under medwatch reports numbers 3012292104-2021-00026 (arjo ref # (B)(4)) and 3012292104-2021-00027 (arjo ref #tw (B)(4)). This report concerns event, which was reported under 3012292104-2021-00026 (arjo ref #tw(B)(4)). A customer reported that both sling leg clips detached from non-arjo spreader bar when a patient was transferred from a bed to a wheelchair. When the patient was raised above the bed and the caregiver turned the non-arjo lift, the patient right leg suddenly moved up and her left leg also moved slightly (the customer reported that the patient suffered from spasms). It is unknown if the clips detached one after other or simultaneously. The patient fell out from the lift to the floor. The patient reported pain in her knee, after 10 minutes patient had a seizure and was taken to the hospital. The results of the CT scan showed a brain haemorrhage, 1.5 hours after the event, the patient passed away. An arjo representative visited the customer to perform the device evaluation. The visual inspection showed that the sling clip was in good condition, no deterioration was identified. The sling material had only a hole on the body section of the sling, which however is not related to the reported clip detachment. The customer did not have a service contract with arjo. The passive clip sling should be used together with arjo lift devices in accordance with the allowed combinations specified in the instructions for use (IFU, 04.sc.00-int1_6). Non-arjo device involved in the incident - joy in care powermove lift is not listed in sling instruction for use under combinations of devices allowed to be use along with the arjo sling: ¿the passive clip slings should be used together with arjo lift devices in accordance with the allowed combinations specified in the instruction for use (IFU).¿ ¿warning: to avoid injury, always follow the allowed combinations listed in this IFU. No other combinations are allowed.¿ to sum up, the non-arjo passive floor lift and arjo clip sling were used as a system for a patient transfer when the resident fell out of the device and from that perspective this system failed. However, arjo is not able to assess the arjo clip sling performance since the arjo sling was used with non-arjo spreader bar. As a medical device manufacturer, arjo is responsible to ensure that its medical device and its authorized accessories are safe and effective for use in accordance with the product¿s instructions for use manual. To ensure no compromise of safety, risk of liability, and to rely upon extensive product and accessory testing, performance and experience, arjo recommends the use of arjo patient lifts to be utilized with arjo branded slings in accordance with the devices¿ instructions for use manual. We decided to report this complaint to the competent authorities due to the clip detachment during use and the patient passed away.

Manufacturer narrative:
Collected information is currently analyzed. Additional information will be provided with next report.

Event description:
Arjo representative was notified about an event involving passive lift, from the company joy in care, and arjo sling, maa2040m-m. The patient was transferred from a bed to a wheelchair. When a patient was raised above the bed and then caregiver turned the patient to made the transfer to the wheelchair. Patient moved her leg and the clip of the right leg came loose. She slipped out of the sling and fell on the floor. Patient reported pain in her knee. After 10 minutes patient had a seizure and was taken to the hospital. After 1.5 hours, patient passed away. The results of CT scan showed a brain haemorrhage.

Manufacturer narrative:
The information will be provided within next report.